Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting a s/t (spontaneous/timed) mode malfunction; the accept button check button is not functional. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer that the failure is likely with the switch printed circuit board assembly (pcba). The rse advised the customer on the disassembly of the v60 user interface assembly and provided part information of the v60 switch pcba.

Manufacturer narrative:
The customer cleaned the accept button switch to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.